Manufacturer narrative:
We are awaiting receipt of the complainant device towards conducting a root cause failure analysis. When the investigation is completed, the results will be the subject of the follow up report.

Event description:
It was reported by the sales rep. That the pressure displayed on the pump is not accurate and is reading lower than actual pressure. The sales rep. Stated that in the last several procedures there was excessive swelling of the knee joint. There was no extended recovery time due to the issue. However, in the 1st of the two knee procedures in 2008, the surgeon resorted to making a portal at the posterior of the knee to free the fluid and relieve the compartment pressure to avoid patient injury. In the 2nd procedure on three days later, a similar event occurred. In this instance, the outflow cannula was removed from its portal allowing for a greater outflow of fluid to reduce and relieve pressure in the joint space thus preventing damage. In both cases, the intervention was successful in preventing injury. Both procedures were completed successfully without further incident or harm to the patient. Also see associated MDR 1221934-2008-00142.